Event description:
Cannula was placed on (B)(6) 2012, using echo and fluoroscopy. On day 8 of ECMO, flow meters on the circuit were not working and it took about 12 hours before a micro fracture was discovered on the cannula around the 28 cm marker. Even though it was not fully cracked, it was sucking air. The area was patched with vaseline gauze and the circuit monitors returned to normal. The pt was a paraplegic who had cancer and needed vv ECMO for lung support due to complications of her illness. Unfortunately, the pt was not doing well and on day 12 of treatment it was decided to discontinue ECMO support with the expectation that the pt would expire. The decision to discontinue ECMO and the pt's death were not attributed to the cannula or the micro fracture observed according to the physician.

Manufacturer narrative:
No pictures were provided and product has not been returned as of yet but has been requested.